Manufacturer narrative:
The cause of the purge tubing kink was not determined since the product was not returned and insufficient clinical details were provided.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a purge leak at the pump filter. The nurse did not realize that the purge tubing was kinked which resulted in the urge pressure high alarm. After changing the cassette there were no leaks or other issues noted. Later, the patient was successfully weaned from the pump and survived.